Event description:
Dr. Using the new pinpoint laser product by facility. Treated my thumb nail and the area around it to kill a nail fungus growing there. Immediately after the procedure started, I complained that I was experiencing pain and the doctor recommended that he perform a pain block on the thumb which we did. After the procedure, I experienced a significant amount of pain as the local block wore off. After it wore off, the pain increased as the pressure of fluid buildup under the nail increased until the swelling was so bad that I had to have holes drilled in the nail to release the pressure. The fluid was both clear and partially bloody. Two days following the treatment, "the was white", the skin underneath apparently destroyed, and the area around my nail was blistered and burned. The thumb was numb, tingly, and painful to touch. Thirteen days following the treatment, a staph infection erupted under the nail which required complete removal of the nail and around of antibiotics. The staph infection was verified by a lab test. Today, just over 4 months from the original event, the nail is growing, but does not appear to be growing back completely and is disformed. Dates of use: 2009. Diagnosis: infection under the thumbnail.